Event description:
Two caregivers were transferring resident from chair to bed when pin (component) sheared and dropped resident to the floor. It was reported that although there was no serious injury suffered by the resident, they complained that their right hip and buttock were bruised and painful.

Manufacturer narrative:
A review of service records shows that there is no history of the pin being replaced. Additional information will be provided upon conclusion of the manufacturer's investigation.